Manufacturer narrative:
H11 manufacturer narrative: anterior chamber hemorrhage, transient corneal edema, incomplete wound adaptation requiring suture, significant rotation of toric phakic lens, pigment dispersion syndrome, pupil dislocation and iris supported lens, transient intraocular pressure rise required antiglaucoma drugs, glare/halos, refractive error, and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A study titled, " a multicenter prospective cohort study on refractive surgery in 15,011 eyes" was published. The article reports on the adverse events and outcomes of icl implantations. Intraoperative complications such as, broken lens during insertion, anterior chamber hemorrhage, transient corneal edema, incomplete wound adaptation requiring suture were noted. In addition, post operative complications such as, significant rotation of toric phakic lens, pigment dispersion syndrome, pupil dislocation and iris supported lens, transient intraocular pressure rise required antiglaucoma drugs, severe subjective symptoms such as glares/halos were also reported. Moreover, secondary surgeries such as corneal refractive surgery, and lens exchange were reported due to overcorrections, undercorrections, and astigmatic correction, size mismatch or need for toric lens. The study concludes that modern refractive surgeries including icl implantation are generally safe and effective option for treatment of refractive errors. However, long term follow-up is needed to assess late-onset complications like cataract formation or ectasia.